Event description:
A biomedical engineering technician reported that during surgery, the system was not recognizing the handpiece. The system was exchanged and the surgery was completed with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. There were no system messages found in the event log related to this event. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).